Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up via with the right atrial lead exhibiting sensing noise resulting in episodes of inappropriate mode switch. The patient was not pacing dependent, and noise was non-reproducible. No interventions were made, as the provider elected to continue to monitor. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08984. Related manufacturer reference number: 2017865-2021-08985. New information received notes that during the november 2020 in-clinic follow up, the patient mentioned feeling a ¿shocking sensation¿ near the pulse generator device pocket. At a january 2021 follow up it was noted that both the atrial and ventricular leads¿ capture thresholds had increased, while r-wave amplitude decreased. Noise was non-reproducible with isometric exercise. No interventions or adverse patient consequences were reported.